Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon. At first, the user confirmed that there was no water leakage when the balloon was inflated during pretest. Next, the user tried to deflate the balloon passively, but it took about 20 seconds longer than usual. It was confirmed that the syringe was inserted as usual, but not strongly and not deeply. As a result, the device was not used because it took more time than usual to deflate a balloon. Per additional information, the deflation time was changed from "20 seconds" to "1 minute".

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted no obvious defects. An attempt was made to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was noticeably difficult to advance the solution into the balloon. The balloon was then dissected to find the inflation notch was not completely perforated. This is considered a failure per the standard, stating that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product did not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon. At first, the user confirmed that there was no water leakage when the balloon was inflated during pretest. Next, the user tried to deflate the balloon passively, but it took about 20 seconds longer than usual. It was confirmed that the syringe was inserted as usual, but not strongly and not deeply. As a result, the device was not used because it took more time than usual to deflate a balloon. Per additional information, the deflation time was changed from "20 seconds" to "1 minute".